Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: twenty-two samples were returned by the customer in support of this complaint. None of them contained any gel, although they all had their silica coating. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6277503. Conclusion: tubes containing no gel, have a number of potential root causes (e.g. Air in the dispense system, a defective pump, lack of raw material to dispense etc.). Sensors are in place to alert operatives to the absence of gel, but clearly in this case, they were not functioning correctly.

Event description:
It was reported that bd vacutainer® brand sst ii advance tubes containing silica and gel had no gel in about 20 tubes. No injury or medical intervention reported.